Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a device. Visual examination noted that the loading unit was fully fired. The loading unit was loaded into a pmv representative instrument for functional testing. The loading unit was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted lobectomy, when firing the pulmonary artery, the surgeon was able to press the green button and staples were able to fire but the first reload did not form in proper ¿b¿ formation and the staple line bled. The surgeon had to suture all the stapled area completely to prevent permanent impairment. After resecting the pulmonary artery, second reload was used to staple the bronchus. The surgeon were able to fire the stapler however the staple line was incomplete distally and the staple line bled again. The surgeon had to suture all the stapled area again. Surgical time was extended to 30 minutes and stayed one more week at the hospital.